Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 26-jun-2022, it was reported that patient faced 2 infusions set fell off during use. Insertion area was cleaned, air dried and free from hair. Simple skin barrier film and adhesive aide were used at area of insertion. Insertion area was cleaned, air-dried and free from hair. First infusion set used for 24 hours on (B)(6) 2026 and 2nd infusion set used for less than that 24 hours on (B)(6) 2024. Customer replaced infusion set and resumed insulin successfully. No further information available.